Event description:
"Misty max 10" nebulizer did not function when connected to oxygen and would not deliver medication. The device failure was noted before it was used on a patient and it was replaced with another unit that functioned properly.